Manufacturer narrative:
Device not returned. Ccds staff has been in contact with hcp, explaining the decontamination process, the chemicals used (sdss), and provided a link to faqs for hcps. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported rash to face and chin. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.